Event description:
It was reported that the 9900 system had a control panel processor error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor and interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.